Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit machine shut down automatic .

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked event log and run test normal. Machine was kept on hold for 750 hrs. The fse collected the machine for repair. Device passed all performance according to factory specifications. Device was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked event log and run test normal. Machine was kept on hold for 750 hrs. The fse collected the machine for repair. The customer was loaned a cs300 that passed all performance according to factory specifications. Device was cleared for clinical use. The getinge field service engineer (fse) re-evaluated the original unit and the shut down problem was reproduced. The fse found solenoid pcb drive failed so the fse replaced a solenoid driver pcb and run time test passed. Functional check according to factory specifications. Return machine to customer for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept.(fat). The failure analysis and testing dept. Received exch pcb,solenoid driver with a reported unit failure of a machine shutdown during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested for 45 minutes with no issues. Fat was not able to verify the reported failure. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.